Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (date unknown). According to the complainant, the patient underwent his third bronchial thermoplasty treatment . (Date unknown). Two weeks following the procedure the patient was hospitalized. It was reported that the patient was very sick and almost required ventilation. Reportedly, " the treating physician expected adverse events." The patient was released from the hospital (date unknown) and is currently doing great . The patient reported that he is ¿better than ever¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Correction: the patient code has been changed to respiratory distress, as the event of asthma was not reported.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (date unknown). According to the complainant, the patient underwent his third bronchial thermoplasty treatment . (Date unknown). Two weeks following the procedure the patient was hospitalized. It was reported that the patient was very sick and almost required ventilation. Reportedly, " the treating physician expected adverse events." The patient was released from the hospital (date unknown) and is currently doing great . The patient reported that he is ¿better than ever.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The exact hospital was not reported, however, according to the complainant he was treated at a va hospital.the will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.